Manufacturer narrative:
(B)(4).

Event description:
(B)(4).

Event description:
It was reported that the ventilator delivered a lower o2 concentration than set while connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The field service engineer (fse) who was dispatched to the hospital after the event examined the ventilator, and downloaded and provided the logs. The ventilator was received for investigation and several tests have been performed. The ventilator was found working as expected when tested standalone. According to device logs, the o2 concentration was confirmed lower than set and an alarm was generated. The logs further showed that at the average delivered inspiratory tidal volume measured by the ventilator was 17ml while the average expiratory tidal volume was 210ml. There had been reported tandem use of a high frequency jet ventilator (hfjv) which implies that the hfjv is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. The measured inspiratory values would be as per the set parameter values but ,the measured expiratory values would include the values of the hfjv and therefore the measured expiratory values would not reflect the parameter settings and will lead to generation of appropriate alarms. The use of a hfjv in tandem with the ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore, the consequences of its use with our ventilator is unknown. There are no technical error codes in the logs. The alarming was correct, but the cause of the low o2 concentration has not been determined. According to the customer, the reported problem arose when the ventilator was in tandem use with a hfjv and not otherwise.

Event description:
(B)(4).